Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 03:00am she obtained results of ¿370 and 72 mg/dl¿ on the subject meter, performed more than 30 minutes apart. The patient manages her diabetes by self-adjusting her insulin doses. The patient reported that immediately prior to obtaining the allegedly inaccurate results she had developed a symptom of ¿shaky¿ and that she self-treated with a glucose tablet. The patient reported obtaining a result of ¿46mg/dl¿ on another device at 03:00am on (B)(6). During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient developed a symptom that meets lfs criteria of a serious injury. It cannot be ruled out that the meter did not cause or contribute to this event.